Manufacturer narrative:
It was reported that a screw broke about 7 months after implantation and required surgery to remove. The implantation occurred on (B)(6) 2025 and had to be removed on (B)(6) 2026 due to several distal 4.5mm locking screw breakages and cancellous screws backing out. The screws broke at the neck of the screw, leaving the screw heads in the plate. This event is associated with the three (3) other distal screws that were broken, the cancellous screw that backed out, the non-locking screws, and the plate, which all were removed from the patient. The patient initially presented with a distal femur non-union and underwent part one of a masquelet surgery, which consisted of an antibiotic loaded cement spacer, an anthem distal femur plate and screws, and independent lag screws. The patient did not return for part two of the masquelet surgery, which is typically performed 4-8 weeks after the initial procedure, and involves removing the cement spacer and replacing it with bone graft. Failure to carry out the second stage of the procedure in the suggested timeframe comes with a high risk of failed bone union, hardware failure, and infection of the spacer. The patient also has a bmi that is a contraindication of the anthem distal femur system. The combination of these factors is very likely the reason for the screw breakages and backout. They confirmed that the plate and screws that were loaded in the plate were removed from the patient and disposed of appropriately. The independent broken lag screws were left in the patient as the surgeon did not think it would have any adverse effect on the patient. The surgeon used a retrograde nail with a lateral locking washer plate in the revision surgery. The screw was not returned for evaluation, therefore, the DHR and ncmr record could not be evaluated. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the patient had original surgery for a left distal femur fracture (B)(6) 2025. The patient was having a revision surgery done due to a nonunion. The distal locking screws in the plate sheared off and the cancellous screw backed out. There were also 4 lag screws in the patient and 2 of the were broken as well. The surgeon did not remove any of the lag screws as he did not feel it would have any adverse effect to the patient. The surgeon took out the plate and all the screws for the plate, used the synthes ria and then put in one of our 12x360 retrograde nail and left retrograde locking washer plate. During today's surgery some samples were sent to pathology and one of the samples did come back with a neutrophils range of 5-10 which indicates a possible infection. After the original surgery on (B)(6) 2025, patient did not return for part 2 of masquelet.